Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced an unresponsive sleep/wake button and intermittent touchscreen functionality, which delayed waking the device for alerts and meal announcements; a video demonstrating the issue was provided, and the device was replaced. Symptoms included device usability issues that interfered with timely interaction. Outcomes included user education on device operation, reinforcement of app background use, and continued therapy without alarms or hospitalization. Investigation included customer interviews, request and review of video evidence, and internal technical consultation. Investigation of the returned device revealed a malfunction related to the external user interface component consistent with a sleep/wake button sensitivity or responsiveness failure.